Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed on the fill port of two (2) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: device manufactured between july 01, 2020 to july 02, 2020. H10: two (2) actual samples were received for evaluation. Unaided visual inspection was performed along with magnification with fill port caps removed which observed connector thread particulate matter inside the fill port connector in one (1) sample only. The reported condition was verified in one (1) sample; however, not verified in the remaining sample. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.